Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a poor communication screen on the patient programmer. It was reported that the patient programmer and the ins recharger were lost in a flood last year. The patient reported that they received a replacement patient programmer (pp) antenna, so they have only been using patient programmer to connect. Troubleshooting was imitated by placing the pp directly over ins and sync with ins but that did not resolve the communication issue. It was reported that the ins recharger could not connect to the ins. The patient reported that the last time they felt stimulation was a week ago. It was reported that overdischarge was possible even though it was not indicated that the ins hasn't been charged in over a month. The patient attempted to charge ins over the phone and continued to get reposition antenna screen and saw insr was almost fully charged. The patient reported that they were unable to charge or turn ins on. The patient reported that they were always in pain , but ins makes pain manageable.